Manufacturer narrative:
The test strips were returned and tested on a retention meter with controls: control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1: 46, 46, 45 mg/dl, level 2: 312, 317, 315 mg/dl. All returned results are within acceptable range. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. No information was provided in the complaint that would point to a cause for the result discrepancy. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter originally complained of a display issue on accu-chek performa meter with serial number (B)(4) after dropping it and the screen was cracked. The reporter then mentioned discrepant glucose results for 1 patient that had been tested on the meter. The initial result was 29 mg/dl. The patient was tested on a different performa meter within 5 minutes and the result was "in the 100's" mg/dl. The patient was not treated based on the results. No adverse event occurred. The test strips were requested for investigation.